Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2017, fse arrived at the site to address the reported event. Fse replaced the tube line filter to correct the issue. Additionally, he disassembled the pump to verify that both pump seals were in good condition. Fse determined that the device was running fine with no evidence of leaks. No further issues were noted and no further action was required by field service. The most probable cause of the reported event was due to a broken ferrule on the prefilter tube line.

Event description:
On (B)(6) 2017, the customer reported that the peek tubing fitting on the output side of the prefilter housing would not release on their g8 analyzer. The customer stated that they had changed the prefilter, but afer unscrewing the black peek fitting on the top of the filter cap, they could not get the tubing to disconnect. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.